Event description:
A medtronic representative reported a site's open spine clamp screw was stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement open spine clamp shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that, as reported, the adjustment screw threads are stripped in the middle of the travel making it difficult to tighten the clamp. The clamp face is also slightly bent to one side. Mechanical failure, screw threads stripped, directly caused event.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.